Manufacturer narrative:
The customer stated that in 2008 at 13:13 hour, a pt in bed, had a low desaturation event, the spo2 numbers were flashing but there was no spo2 desat alarms. The monitor in question was tested by philips personnel and was found to meet its design specs. The alarm logs show that the same day at 13:58 hour (the exact date and time of the event), bed had a 3 star tachy alarm/red alarm sound. Per product labeling, red tachy alarms have a higher priority that the yellow desat alarm. In this case the desat number will flash off and on while the monitor is alarming for tachy. The available info supports that there was no malfunction of the device, labeling, or design, but rather a user misunderstanding regarding the monitor's alarm parameters. No other calls were logged and no further investigation or action is warranted. A written reply was sent to the customer per his request. No further investigation or action is warranted.

Event description:
The customer stated that in 2008 at 13:13 hour, a pt had a low desaturation event, the spo2 numbers were flashing, but there was no spo2 desat alarms.